Event description:
It was reported that a 6f angio-seal was deployed after a diagnostic angiogram and catheterization. The pt was reported to be in her late eighties and had been experiencing unstable angina that was not being managed well medically. Five days later, the pt experienced leg ischemia. The pt declined to have surgery due to her ongoing cardiac issues, possible dialysis and the post-operative care that would be needed in the intensive care unit (ICU). Two days later, the pt died.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device patient's info guide, which the pt is instructed to carry with them for 90 days state: some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the pt is to contact their physician immediately at the number listed on their pt info card; fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other usual symptoms.